Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemodynamic instability was determined to be patient condition. The cause of the failure to advance was determined to be an adverse event related to the anatomy of the patient because the right axillary artery was too small to a accommodate the impella 5.5.

Event description:
An impella 5.5 device was attempted via the right axillary artery in a 63-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and diabetes mellitus. During the procedure, the right axillary artery was determined to be too small in caliber to accommodate the impella 5.5. After unsuccessful advancement of a .035-inch wire and a 6 fr pigtail catheter, an angiogram was performed. The implanting physician estimated the vessel diameter to be approximately 5 mm and noted significant vessel disease at the planned anastomosis site. Alternative access options, including the left axillary artery and an innominate approach, were discussed. However, consent was not available to proceed with a direct chest approach. As a result, the impella 5.5 procedure was aborted, and the device was not implanted. The existing impella cp device was left in place to continue hemodynamic support. The reported events include failure to advance, medical device removal, and hemodynamic instability. The impella 5.5 is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support associated with procedural manipulation; however, the procedure was stopped without consequence to the patient, and hemodynamic support was maintained without any known adverse events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.